Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detected and a use error, as the clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation". A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1159ml, indicating the home patient (hp) drained 1159ml more than their maximum programmed fill volume of 1700ml. No additional information is available.